Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. H6: medical device problem code (a23). Additional information received: stapling through a lung and the stapler did not staple but only cut twice which then caused a major hemorrhage in the patient I¿ve visited the surgeon and got the details. The surgeon was passed the wrong stapler. He believed he was using an echelon but instead received a pvs. The tissue was way too thick for a pvs. The surgeon showed me a photo of the transaction and you can see staples which hadn¿t formed. I have discussed this with the surgeon and he understands where it was misused and concluded that it wasn¿t a problem with the devices performance. So no further action required. I think that pediatric surgeons use our devices far less frequently than adult specialists, therefore he wasn¿t as familiar with our staplers as you¿d expect. I¿ve committed to joining his next cases and making sure he and his team are prepared with the correct device.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. B3: unknown. D4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: per the sales rep: the surgeon was passed the wrong stapler. Surgeon believed he was using an echelon but instead received a pvs. The tissue was way too thick for a pvs. The surgeon showed a photo of the transaction and one could see the staples which hadn¿t formed. Sales rep discussed this with the surgeon and surgeon understood where it was misused and concluded that it wasn¿t a problem with the devices performance. So no further action required. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details about the type of oozing? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they during an unknown procedure of the lung, it was observed that the stapler did not staple but only cut which caused a major hemorrhage in the patient. There was no patient consequence nor surgical delay reported. No additional information provided.